Event description:
Information was received indicating that a smiths cadd solis vip ambulatory infusion did not pass the volumetric test. It delivered 17.5ml instead of 20ml. There was no reported injury or adverse events reported.

Manufacturer narrative:
One cadd solis vip pump was received with a damaged lens. There was no evidence of the reported issue in the event history log. Accuracy testing and visual inspection were conducted on the pump. The reported issue regarding volumetric test accuracy was confirmed. Extra plastic on the front housing interfered with the cassette attachment. The test that was conducted actually over infused. The plastic was trimmed and the issue was resolved.